Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited white residue on both side of the air/water channel. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of previously submitted g3 - date received by manufacturer, which was not late. The correct date was 12/02/2025. Updated fields: h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.